Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported balloon rupture appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildy tortuosu, moderately calcified de novo right coronary artery that was 90% stenosed. First pre-dilatation was performed with a 3.5x12mm nc traveler balloon at 10 atmospheres (atms) for 5 seconds. Second pre-dilatation was performed with a 3.5x12mm nc traveler balloon and inflated at 10 atm for 5 seconds, but it ruptured. After that, pre-dilation was performed with a non-abbott balloon and a xience skypoint stent was placed to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.